Event description:
Twenty minutes into the dialysis treatment, it was noted that blood was dripping from the lip of the venous dialyzer header. There was 3-5 ml of blood loss. Upon viewing that part of the dialyzer there appears to be either plastic or potting material missing. The drain was checked to ensure that the blood and dialysate were not mixing and the drain was negative for blood. Given those factors and the fact the blood was being pushed out, it was decided to return the patients blood and set her up on new lines and dialyzer. The patient went on to finish her treatment with the new set up with no further problems. The on call nurse practioner was notified but did not reply until the next day that she would have given antibiotics. No specifics, or orders were given.